Manufacturer narrative:
The insulin pump had cracked reservoir tube lip and minor scratches on display window noted during visual inspection. No button response due to corroded keypad traces. No ramping numbers noted on the display. Moisture damage was noted on electronic assembly. Analysis was unable to confirm unexpected battery out limit alarms due to keypad anomaly.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer reported that the numbers were ramping up. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.